Event description:
During a routine hemodialysis treatment, the operator realized they had not attached the effluent line to the drain and discontinued treatment. Rinseback was not performed due to concerns of waste contamination of the tubing spike, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was attributed to user error, as the operator did not attach the effluent line to drain prior to initiating treatment, as directed in the user's guide. Rinseback was not performed due to concerns of waste contamination of the spike. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.